Manufacturer narrative:
As reported in a research article, 226 of the 1,241 patients followed after valve implantation died over the course of 8 years. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing number: 3007113487-2019-00043, 3007113487-2019-00044, 3007113487-2019-00045, 3007113487-2019-00046, 3007113487-2019-00047. It was reported through a research article identifying trifects that may be related to patient death. The patient demographics are 73.5 +/-6.4 years old, with 54.1% male and 45.9% female. Details are listed in the article, titled [durability and clinical experience using a bovine pericardial prosthetic aortic valve]. It was reported in the article that 1241 patients were implanted with a trifecta bioprosthetic aortic valve. The patients has a history of aortic valve stenosis, aortic valve insufficiency, peripheral vascular disease, coronary artery disease, pulmonary disease, stroke, hypertension, diabetes, hyperlipidemia and kidney disease. Over a period of 8 years, 226 of the patients died. Of the 226 deaths, 17 of the deaths occurred intraprocedural, 23 of the deaths were valve-related deaths, and 186 of the deaths were due to non-valve related causes.